Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Good chunk of the tampon was stuck inside- vagina [foreign body in reproductive tract] chunk of tampon (was stuck inside) [device breakage]. Case narrative: consumer reported via e-mail that a chunk of the tampon was stuck inside. No serious injury reported.